Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 30 may 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 30th may 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection showed a minimal portion of the sensor hydrogel missing, which most likely occurred during the removal procedure, due to excessive force applied by the removal clamps. This did not affect the functional testing of the sensor as the majority of the hydrogel was intact. In-house testing of the returned sensor and sensor in vivo data indicated chemical degradation in all sensing areas. The root cause of the performance failure is most likely due to oxidation of the glucose indicating chemistry in the sensor hydrogel. The user was offered a sensor replacement as a resolution. The user was offered a sensor replacement as a resolution. B4.date of this report 27 august 2025. G3.date received by the manufacturer? 27 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.